Manufacturer narrative:
Exact date unknown, event occured based on the explant date of (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(4). Batch: 7063571

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted products were discarded by the facility.